Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from the dial. This was observed during an unspecified infusion to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 23, 2021 to april 24, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed fluid inside a bag that contained the device which suggested leak may have occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.